Manufacturer narrative:
The customer informed the remote service engineer (rse) that they wanted to attempt to fully charge the battery to resolve the issue before returning the device to service. Multiple good faith efforts (gfe) were attempted to obtain patient information, confirmation of device service, battery charge, any potential part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. With the review of the diagnostic report (drpt), it was concluded at this time that the alleged malfunction of the device was confirmed, but its cause cannot be conclusively determined due to the lack of gfe response and resolution confirmation by the customer. It is believed that the likely cause of the issue was an ovp failure of the motor controller (mc) printed circuit board assembly (pcba).

Manufacturer narrative:
On 10apr2026, the device's diagnostic report (drpt) was provided. Upon review of the drpt, it was found that the device had experienced an overvoltage protection (ovp) circuit failure, which led to a serial peripheral interface (spi) bus failure and the triggering of the following alarms: machine and proximal pressure sensors failed, machine pressure sensor calibration data error, proximal sensor calibration error, o2 pressure sensor calibration error, barometer sensor calibration error, air flow sensor calibration error, and o2 flow sensor calibration error. The machine and proximal pressure sensors failed alarm is a vent inop alarm, which would cause the device to shut down. The alarms occurred one time on (B)(6) 2026, and then again on (B)(6) 2026, both times within 3 seconds of device startup. The investigation is ongoing.

Event description:
Device shut down on its own. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they would follow-up with the rse to provide the device's event log and the device use at the time of the event. This investigation is ongoing.